Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the bottom teeth do not feel like they are moving per treatment plan. The teeth and gums are sensitive intermittently throughout the day and the teeth feel loose on occasion. Per byte cst (clinical support team) the patient was educated on mobility and tooth sensitivity are wnl (within normal limits) of treatment.